Manufacturer narrative:
Conclusions: the exact cause of the event could not be confirmed due to a lack of information. Further information such as medical records, histopathology reports, operative reports, device details and patient history are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time due to a lack of provided information. If devices and / or additional information becomes available, this investigation will be reopened.

Event description:
Revision surgery in (B)(6) 2013 for infection was reported.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Revision surgery in (B)(6) 2013 for infection was reported.